Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR, device manufacture date, investigation summary. The device was sent to the service center for evaluation. The service reports indicate: distal tip damaged, replaced. The complaint device has been repaired, tested, and is now fully functional. The damaged tip is the root cause of this failure. We cannot discern a root cause for the reported failure mode. This complaint can be confirmed. A manufacturing record evaluation was performed on 9-8-2019 for the finished device lot number, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed on 9-8-2019 for the finished device lot number, and no non-conformances were identified. Corrected data: UDI. Device received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that the hd epscp, 4.0,30,167 mitek appeared to have a smudge all over the camera. The issue was found during a shoulder arthroscopy. The procedure was completed with another scope with no patient consequences but there was a ten minute delay to the case. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.